Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during an unspecified procedure, the device bulb on the clv-s190 device blew up and was broken in half. No further details were provided regarding the event. According to the reporter, the intended procedure was completed using a second set of similar equipment (cart). There was no patient impact or harm was reported due to the event. No user harm or injury was reported.

Event description:
Updated information on the reported event: the customer stated that the staff had plugged the device in and heard a pop, the bulb exploded and there was smoke. There was no patient injury or medical intervention associated with this event. The initial reporter stated the procedure was completed using a new device but was unaware of the model and serial number. Any more additional information regarding this event cannot be obtained.

Manufacturer narrative:
This supplemental report is being submitted to provide the customer response/updates and device return evaluation. Please see updated sections: b5,e1,e2,e3,g4, g7, h2 and h10. Device return evaluation identified a worn out scope socket slider switch causing intermittent use of high intensity mode. Light illumination was inspected and confirmed the reported "bulb exploded in unit ". In addition, new type igniter and iris cable were observed on the device. The identified parts were replaced and the device was repaired. Once completed , the device was tested and passed required testing and specifications. The repaired device was returned to the customer and no other issues were reported.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), the device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. Probable cause likely that the reported issue was, due to an accidental failure, due to lamp life or the user did not notice the description on the IFU (instruction for use) or did not refer to the manual for instruction and installed an unspecified lamp. Olympus will continue to monitor complaints for this device.